Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
It was reported "we had an issue with the needle guard never moving after insertion."

Event description:
It was reported "we had an issue with the needle guard never moving after insertion."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged safety mechanism is confirmed but the exact cause remains unknown. One photo sample of a powerglide pro device was provided for evaluation. The powerglide device housing is shown with the catheter removed from the housing and is not shown. The purple slider is shown in its advanced position. The safety mechanism is retained within the housing and is not advanced over the needle tip. The condition of the components could not be closely inspected from the image provided. Based on the information provided, possible contributing factors include damaged components and manipulation of components during use. Since the safety mechanism was not observed to be activated over the needle tip, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.